Event description:
It was reported that this right atrial (ra) lead exhibited some external noise on the electrogram (egm). A revision procedure was performed, this ra lead was explanted and replaced with a new lead successfully. No additional adverse patient effects were reported. The ra lead was retained by the hospital. Additional information was received indicated that this right atrial (ra) lead was noisy signals were believed to have been oversensed. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead exhibited some external noise on the electrogram (egm). A revision procedure was performed, this ra lead was explanted and replaced with a new lead successfully. No additional adverse patient effects were reported. The ra lead was retained by the hospital.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.